Event description:
The customer complained of imprecision of patient results with the architect ca19-9xr assay for seven patient samples which were reported out of the lab when reagent lot 08849m500 was in use. Field service performed extensive evaluation of the architect analyzer, which included replacement of several analyzer components. Field service also performed a comparison study of patient samples with three lots of ca19-9 reagents. In all cases, calibrations and controls were within specifications. The customer provided an example of patient results as follows for sid (B)(6): initial result: 167.42, repeat result: 204.45. There was no known adverse consequences to patient management.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), colonoscopy. (B)(4), high test result. Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.